Manufacturer narrative:
The reported event of ineffective therapy due to low impedance was not confirmed. As received, both extension leads were complete. Analysis of both return lead extensions found no anomaly and passed all functional testing. No root cause was identified for the reported event.

Manufacturer narrative:
Date of event is unknown.

Event description:
Related manufacturer reference number: 1627487-2021-17164, 1627487-2021-17166, 1627487-2021-17167. It was reported that the patient was experiencing ineffective therapy due to low impedances. As a result, the lead extensions were explanted and replaced to address the issue. Therapy was restored post op.